Manufacturer narrative:
Per tandems t:slim user guide: check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced a blood glucose (bg) level of 552 mg/dl. The bg level was addressed with a manual injection. During troubleshooting with tandem's technical support, it was determined that luer lock connection was loose. The contact tightened the luer lock connection.